Event description:
The report stated that the pt's tissue stuck to the ligasure instrument. The surgeon could not open the jaws of the instrument. The pt had to be re-operated upon because of bleeding.

Manufacturer narrative:
To date the incident sample has not been received for eval. Covidien lp (formerly valleylab) has requested additional info from the site. The site has not responded. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.